Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/02/2026. An investigation was conducted on 02/05/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects obseved on the intact device. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was able to be secured in position when the knob was turned clockwise. The knob did tightened the arm. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot #3000462912 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon was about to start the anastomosis. When the acrobat-I stabilizer z rotating know continued to rotate and could not be tightened. The procedure was completed with a new device. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6), event site address line 2 exceeds character limitations: (B)(6).